Event description:
The customer had reported that during a uterine myomectomy, the jaws of the device would not open after the dissection. The jaw was opened forcibly and removed from the tissue. There was no patient harm. Upon receipt of the device at covidien, a preliminary investigation found that the device knife blade was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.